Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video noise caused by a faulty cable was detected. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image noise during pre-use testing. There were no reports of patient harm.